Manufacturer narrative:
This report is being sent to correct our previous submission. This report has changed the become awareness date to align the date when the philips was first notified the incident and determined to be reportable.

Event description:
A dreamstation auto CPAP device was received by the manufacturer for service as part of the sound abatement foam recall process with no initial alleged complaint. The manufacturer received information alleging possible foam decomposition. The patient informed that the foam material in fco replacement devices is white and not gray/black as stated by the user. The device inlet filter is normal, slightly grayish discoloration. Device interior in very clean condition. There was no death, serious harm or injury, and no medical intervention was reported. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer previously reported- a dreamstation auto CPAP device was received by the manufacturer for service as part of the sound abatement foam recall process with no initial alleged complaint. The manufacturer received information alleging possible foam decomposition. The patient informed that the foam material in fco replacement devices is white and not gray/black as stated by the user. The device inlet filter is normal, slightly grayish discoloration. Device interior in very clean condition. There was no death, serious harm or injury, and no medical intervention was reported. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of foam particles/degradation was found. The device was repaired. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. Box d, e, g and h has been updated in this report.